Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient unit had a system error and was not working for over 4 hours while she was out shopping, the o2 levels dropped, and they had to call an ambulance to be transported to hospital and patient was still hospitalized until we ship replacement poc. It is unknown if there were audible or visual alarms on the device at the time of the event or if the patient had an alternative oxygen supply for use during the device issue. Three attempts were completed to reach the patient but were unsuccessful.